Event description:
The customer reported that when unloading the disposable set at the end of a donation, they noted dried blood in the centrifuge basin. No medical intervention was necessary for this event. The donor has shown no symptoms to date. No blood exposure was noted to either staff or donors. Patient (donor) information is not available at this time. The disposable set is not available for investigation because it was discarded by the customer. This report is being filed in response to the customer filing a medwatch report.

Manufacturer narrative:
Investigation: per the med watch report, mulitple operators reported trima kit failures duringcollection of apheresis platelets. Dry blood spatter was visible in the centrifuge at the end ofcollection. The leak detection alarm did not activate. The lot were quarantined.investigation is in-process. A follow-up report will be provided. (B)(4).

Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated .

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Three incident dates were obtained from the customer for this report. On (B)(6) 2014: set was returned for investigation. Leak was confirmed. On (B)(6) 2014: set was returned for investigation. Leak was confirmed. On (B)(6) 2014: set was not returned for investigation. Root cause: the root cause is most likely due to a defective control y. The control y manufacturing defect is one where the supplier¿s manufacturing process did not allow for a complete fill of the mold. This allowed a weakened area to result in the area called the knit line. This weakened area has been the source of a very fine spray when subjected to high pressures typically seen during the centrifugation process. This fine spray will typically not trigger the leak detector alarm which is the reason why the leaks were not discovered until the end of the procedure. Corrective action: corrective action has been implemented at the customer's site for the manufacturing defect of the control y.

Event description:
The customer did not indicate any patients put at risk at the time of the event, and internal risk analysis indicates low risk to donors for this failure, therefore, no patient information is reasonably known for this event.